Event description:
Procedure: unknown. Gender: no information. Reportedly, towards the end of the operation it was noticed that a small section at the end of the 11mm cannula had broken off. A full laparoscopy was performed to search for the section but could not be located. No injury reported.